Event description:
It was reported that during a colonoscopy procedure, the wire on the snare broke. The patient had some bleeding and was admitted to the hospital for observation. Patient's condition is reported as fine. The product was returned for evaluation and it was found that the snare loop was extremely blackened and broken. The loop would easily extend and retract when the handle was activated. Cause of complaint cannot be determined.